Event description:
It was reported that the patient presented for remote follow-up via merlin.net with unspecified over-sensing exhibited by the right ventricular lead. No interventions were made, as the issue will continue to be monitored. There were no patient consequences.